Manufacturer narrative:
Concomitant medical products: three peg patella 29mm (cat# 200-02-29, serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately fifteen years post initial left tka, the 69 y/o female patient had a revision due to poly issues with flaking and delamination. Surgeon replaced the patella and insert. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
(H3) the reason for the revision is most likely due to prosthesis wear secondary to contributions from patient conditions and implant alignment over a 15-year length of implantation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.